Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -6.0/1.5/70 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause was reported as unknown.

Manufacturer narrative:
Weight-ethnicity: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Manufacturer narrative:
Weight-ethnicity: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -6.0/1.5/70 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause was reported as unknown.